Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left circumflex (lcx). The lesion was calcified, severely tortuous, and had a 75% stenosis. The physician attempted to advance the 2.50x20mm taxus express2 drug eluting stent to the lesion, but had difficulty crossing the lesion. The physician withdrew the stent from the patient and noticed that the proximal edge of the stent was lifted up. The physician successfully completed the procedure with a 2.50x16mm taxus express2 stent and an unknown size non-bsc stent. The patient condition is listed as good.